Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the jet tube and air/water tube and cylinder. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, h2, h4, h6, h11 corrected fields: h6 (investigation findings -c1502) removed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.